Event description:
New information noted that the patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to unknown reasons. It was noted that the right ventricular - rv lead was exhibiting high capture threshold. The rv lead was capped and replaced (B)(6) 2020. Patient condition was unknown.